Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop could not be confirmed through this investigation as no log file were submitted for evaluation. Additionally, the reported fluid ingress could not be confirmed through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 4 of the patient handbook, entitled ¿living with the heartmate iii¿, instructs the user to ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ the patient handbook and IFU also provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was traveling abroad and their pump stopped. The patient fell into the water and did not have a backup system controller. They presented to a hospital. The doctors did not want to try to restart the pump since it had been off for so long. The ventricular assist device (vad) was decommissioned as the patient was no longer a candidate due to non-compliance. The patient would be followed as a heart failure patient and would seek a second opinion at another transplant center.